Event description:
It was reported by the patient that the remote monitor was unable to complete the send phase of the manual remote transmission. It was further reported that during a subsequent transmission attempt the monitor was unable to establish telemetry with the implanted heart device. Prior successful transmissions had been received from this monitor. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the monitor was analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.